Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-03894 and 1627487-2020-03895. It was reported the patient's scs system was explanted approximately five years ago. The patient complained she did not receive effective stimulation therapy from the system. No further information was available at this time.